Event description:
It was reported that the patient passed away on (B)(6) 2022 due to heart failure. It was not known whether the outcome was device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome due to heart failure could not be conclusively established through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The heartmate ii lvas instructions for use (IFU) lists adverse events that may be associated with the use of heartmate ii lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 14dec2010. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the patient's expiration was determined to be due to heart failure.